Manufacturer narrative:
Manufacturer's investigation conclusion: the report of damage to the modular cable was not able to be confirmed. A specific cause for the damage could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 of this document cautions the user to avoid pulling on or moving the driveline. This IFU further emphasizes not to twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if the external damage is not visible. Damage to the driveline or cables could cause the pump to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. Section 6 (under "caring for the driveline") also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 of this IFU provides additional instruction regarding the driveline in a sub-section entitled "what not to do: driveline and cables." The heartmate 3 lvas patient handbook also contains information regarding how to clean and care for the driveline, including a section entitled "what not to do: driveline and cables." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
User facility report: (B)(4) was received on 18july2024. A1: patient identifier not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
User facility medwatch received that states that the patient arrived at the clinic on (B)(6) 2023 with damage to their modular cable, the modular cable was exchanged. The exchange was considered medical intervention.